Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 51 mg/dl due to being brittle diabetic. The customer reported several no delivery alarms. The customer was assisted with troubleshooting about no delivery alarm issue. The customer was advised to remove the set and reported that the set was not bent. The customer was advised to change the entire infusion set and return the set for analysis. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The reservoir was not returned for analysis.